Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. The oad was returned to csi with the guide wire. Analysis did not identify any damage or abnormalities with the oad driveshaft or handle assembly and the guide wire that would have contributed to the reported complaint. Measurements showed the driveshaft crown met drawing specifications. The returned guide wire passed the oad driveshaft and handle assembly without resistance. When tested, the oad functioned as designed. The exact root cause of this event is undetermined. H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a perforation of vessels is a potential adverse event that may occur and/or require intervention with use of the system. Csi ID: (B)(4).

Event description:
Following insertion of a ventricular support device, balloon angioplasty, and stent placement of the ostial left main artery, a diamondback 360 coronary orbital atherectomy device (oad) was used to treat stenosed lesions in the ostial and proximal right coronary artery (rca) via right femoral access. Due to a single access site, there was difficulty torquing the guide catheter but was successful. The vessel was primary wired using a viperwire guide wire. Following treatment, angiographic imaging revealed a perforation with extravasation in the proximal segment near the conus artery. A blood thinner was administrated. Balloon tamponade and covered stent placements were performed to resolve the perforation. An echocardiogram was performed which demonstrated small anterior pericardial effusion but no cardiac tamponade. No further complications were observed. The procedure was completed with non-csi devices. The patient was stable and was admitted for overnight observation.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted once the investigation is complete. Csi ID: (B)(4).